Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is a sharp crease edge broken in the side posterior assessed as fold flaw opening and a missing shell assessed as inconclusive.

Event description:
Health care professional reported " left side rupture noticed during explant surgery ". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: size exchange.

Event description:
Health care professional reported " left side rupture noticed during explant surgery ". The device has been explanted.